Event description:
It was reported, there was no power output, and a "defective probe" error message was observed on the ultrasonic surgical device. The exact error message was unknown. The issue occurred during a therapeutic gastrectomy laparoscopy while the patient was under general anesthesia. Reportedly, the patient experienced a high blood loss until the new device was ready. The procedure was then completed with no further issues.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was additionally reported that the bleeding was caused by a cutting of a small stomach vessel. There was an approximately 50 to 100 ml blood loss and the patient did not require any additional procedures. There was a 2 to 3-minute delay. The patient is currently at home.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected in b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (d4-UDI and h3). The device was evaluated by olympus, and no reportable malfunctions were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although there were no reportable malfunctions found on device evaluation, it is likely that the non-reportable defect contributed to the serious injury. Therefore, a likely cause of the phenomenon that the cracked of the probe and the error could be the following: 1.) During the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2.) Due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3.) A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area and the error occurred. Additionally, it is likely that the phenomenon high blood loss occurred due to the user not prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument. However, the root cause could not be determined. The event can be prevented by following the instructions for use which state: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "As a precaution, prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a backup of the transducer." Olympus will continue to monitor field performance for this device.